Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). It was also stated that the patient's spinal cord stimulator (scs) leads had high impedance causing electrical shocks. The patient underwent a procedure wherein the spinal cord stimulator (scs) system was replaced with an MRI compatible devices and that the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date approximated, event occurred five months prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-4318 batch/lot number: 27206490 model/catalog description: clik x anchor sterile kit unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2317-50 serial number: (B)(6). Batch/lot number: 5133826 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2317-50 serial number: (B)(6). Batch/lot number: 5123961 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI)#: (B)(4).